Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and performed a complete supply change; blood glucose peaked at 510 mg/dl on ilet, measured 342 mg/dl by meter, and trended down to 301 mg/dl without occlusion alerts or use of backup therapy or ketone testing. Symptoms included dizziness and increased urination. Outcomes included no professional medical intervention or hospitalization. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed no device alarms or occlusion indicators and no definitive device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.